Event description:
The pt called lfs and alleged that their meter was missing segments. Pt stated that the segments were missing for about two weeks. Pt began experiencing symptoms at the time of numbness in the fingers, blurry vision, and a headache. The first two are symptoms of hyperglycemia. The pt attempted to test while experiencing the symptoms but was unable to read the display. Pt continued to take their set amount of humalog insulin: 12 units in the morning and 12 units in the evening. Their family member drove pt to the hospital. Their blood sugar was tested and the result was 350 mg/dl. The pt was treated with insulin. The issue with the meter was not resolved. A new meter is being sent to the pt. Based on the info provided, there is evidence of a meter malfunction. There is also evidence of meter contributing to a serious injury; the pt would have phoned their physician for advice sooner if pt knew that pt was experiencing hyperglycemia. No further info has been reported.